Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances, oversensing, and a decrease in r-wave amplitude. It was noted that audible alerts had been alarming since (B)(6) 2019 but the patient did not hear it and the patient did not have their remote transmitter plugged in, therefore it did not alert the clinic. Reprogramming was done and then later the rv lead was capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.